Manufacturer narrative:
On 2/4/2011: evaluation: the balloon was aspirated twice then inflated with 2cc of colored water. Visually there is delamination of the distal balloon bond and there is a fluid path were the bond delaminated. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually there is a kink in the bellows, however, this does not affect the way the device functions. There are no other defects detected with this device. A corrective action was created to determine root cause of the distal balloon bond delamination and is applicable to this event. A device history record review was completed for lot 774333 and this device met all specifications upon distribution. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported the during a robotic mvr case, the anesthesiologist placed the ep under tee and all looked well. He had ventricularization with 1/2 cc of volume. He noticed that he lost the waveform prior to placing the pacing swan. When he withdrew on the balloon syringe, he did not get the volume back out, however, no blood came back either. He did not get ventricularization back with additional volume. He removed the ep and after further eval saw that the balloon was not holding volume due to small hole. He placed another ep and case went according to plan. Dr (B)(6) was the anesthesiologist and dr (B)(6) was the surgeon. No prolonged operating room time. No adverse patient events. Send response letters to rep. Update (B)(6) 2011: per sales rep: edwards introducer which was supplied with the ep was not used in this case. Switching out the ep device during use did not interrupt cardioplegia delivery or cardiopulmonary bypass.